Event description:
A notification was received regarding holmium fibers reported to have burned. The complaint reported "4 therapeutic optival fibers were burned, batch f5019r". No patient harm was reported. This complaint was initially reported to FDA under 1037955-2020-00019 on (B)(6) 2020.